Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized and began treatment with amikacin sulfate (250 mg and ongoing). At the time of this report, the patient was recovering and was still hospitalized for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.